Event description:
It was reported that the burr and the wire became stuck together in the lesion. A 1.25mm rotablator rotalink plus and a rotawire were selected for use for a rotablation procedure in the mildly calcified and not tortuous coronary lesion. After the rotablation procedure was completed, the burr became stuck on the lesion. The device stalled and the physician was unable to active the dynaglide mode. The rotablator rotalink plus catheter and the rotawire were removed from the lesion by pulling the entire system back together. It was noted that the rotablator rotalink plus catheter was difficult to remove from the rotawire . The procedure was successfully completed with this device. There were no patient complications reported. The patient's status post procedure was okay.

Manufacturer narrative:
Device evaluated by manufacturer: the rotalink plus and rotawire were returned for analysis. The rotawire was removed with no resistance or issues. The burr catheter was attached to the advancer when received. The advancer, handshake connection, sheath, coil, burr and annulus were microscopically exanimated. Microscopic examination of the device revealed that the annulus was damaged and not round which is consistent with damage seen with the use of a rotawire. The coil was stretched. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Product analysis confirmed the reported event due to the melted ultem. A melted ultem is due to the interruption of saline or by insufficient flow of saline used during the preparation or during the procedure of the device. Saline is used in the clinical setting to cool and lubricate the moving parts and prevents a melted ultem, ensuring the functional use of the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr and the wire became stuck together in the lesion. A 1.25mm rotablator rotalink plus and a rotawire were selected for use for a rotablation procedure in the mildly calcified and not tortuous coronary lesion. After the rotablation procedure was completed, the burr became stuck on the lesion. The device stalled and the physician was unable to active the dynaglide mode. The rotablator rotalink plus catheter and the rotawire were removed from the lesion by pulling the entire system back together. It was noted that the rotablator rotalink plus catheter was difficult to remove from the rotawire . The procedure was successfully completed with this device. There were no patient complications reported. The patient's status post procedure was okay.